Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: component failure of the lens. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. The cause of the impaired view was traced to component failure of the lens. Regarding the newly identified malfunction, cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information reported by the costumer: there were no reports of patient involvement.

Event description:
It was reported that the subject device had an impaired view and was broken. The event was found during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.